Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8590-8, lot# n264695, implanted: (B)(6) 2011,product type: accessory. (B)(4).

Event description:
A motor stall was reported. The patient had a magnetic resonance imaging (MRI) scan at an unknown date and did not have the pump interrogated afterwards. The patient experienced ¿some pain¿ and had been taking oral medication. On the date of this report, the patient came in for a refill at which time the pump was interrogated. The pump¿s event logs noted that a motor stall occurred on (B)(6) 2012 it said, ¿stopped pump period may exceed tube set.¿ a critical alarm was heard. A ¿motor stall recovery occurred¿ message was seen on the date and at the time of pump interrogation. The drugs in the pump were dilaudid (hydromorphone) and bupivacaine. Additional information confirmed that the pump stalled during the MRI. It was noted that the patient did not exhibit any clinical symptoms during this time. The patient had been back for refills since this incident and everything had been appropriate in terms of volumes in the pump. The patient¿s pain relief was fine.